Event description:
Since the high svc impedance was observed through the patient's previous and current defibrillators, lead fracture is presumed. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead was exhibiting high and varying impedance due to either a fractured svc coil or an implantable cardioverter defibrillator (ICD) setscrew issue. The coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.